Event description:
A pt who smokes underwent a single-level hemi-laminectomy at the l5 level(date unknown). During the procedure, a synovial cyst was also removed. Adcon was administered. After discharge, pt returned to work in construction. One week after, the patient present with positional headaches and clear fluid leaking from the wound. The pt then underwent reoperation in which 3 dural leaks were identified and repaired. During the reoperative procedure, repairs were made with thrombin and blood soaked gelfoam (no adcon). One week after the second surgery, pt presented with headache and leakage from the wound. At that time, bedrest was prescribed and the condition resolved. Some time later, pt had a 3rd episode of leakage. A catheter was inserted to drain the fluid. At the time of the report, pt remained hospitalized. No further info was available.